Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 64-year-old male patient presenting with cardiomyopathy, scai shock stage d, with history of coronary artery disease (cad) and renal insufficiency. During support, the rn reported concern for a suspected gastrointestinal (gi) bleed. The patient subsequently expired while on support. The reported events include major bleed and death. The gi bleeding is more plausibly related to the patient¿s critical condition, but the procedural anticoagulation required for impella implant could be a contributing factor. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to the patient¿s underlying critical condition, as they presented in scai stage d shock, were on multiple inotropes and pressors, and were ventilated for respiratory support.

Manufacturer narrative:
Additional information received regarding the patient outcome of death: b2, b5, h1, and h6 updated based on the information received from the clinical site.

Manufacturer narrative:
Date of explant, d6b, has been updated.

Manufacturer narrative:
The cause of the major bleed was not determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Event description:
A 64-year-old male with a medical history significant for coronary artery disease, renal insufficiency, and congestive heart failure underwent implantation of an impella 5.5 device for mechanical circulatory support due to de novo cardiomyopathy with an ischemic etiology. The impella 5.5 device was surgically implanted via the right axillary artery. Prior to impella support, the patient received inotropic/vasopressor therapy (x2) and respiratory support. The reported starting society for cardiovascular angiography and interventions (scai) shock classification was stage d and elevated to stage e noted day 2 after start of support. On day 2 of impella support, nursing staff reported suspected gastrointestinal bleeding. Specific interventions related to this event were unnoted. The patient remained on impella support and was noted in stable condition. Concomitant intravenous therapies during support included heparin. The gastrointestinal bleeding is temporally associated with the use of systemic heparin anticoagulation required for impella support.